Manufacturer narrative:
One oval upbiter punch was returned for evaluation. Visual assessment of the device confirmed the reported breakage. The actuator has broken causing the upper jaw to come free from the shaft. The upper jaw and broken portion of the actuator were not returned for examination. The cutting edge appears to have been filed. A cutting edge in this condition would require excessive force to cut. The device is nearly 11 years old and shows normal wear and tear. Per the devices IFU under ¿precautions¿ ¿as with any surgical instrument, careful attention should be exercised to ensure that excessive force is not placed on the instrument. Excessive force can result in instrument failure.¿ a review of the device history record was performed which confirmed no inconsistencies. Further investigation is not required at this time. (B)(4).

Event description:
It was reported that during a knee procedure the device tip broke in the patient. The broken piece was removed and a backup device was utilized to complete the procedure. No patient injury or complications were reported.